Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7095154/7095279 product family: scs-extension upn: m365sc43160 model: sc-4316 batch: 27648346.

Event description:
It was reported that the patient had an infection. Symptoms of ipg site pain, opened wound, leaking, and draining serosanguineous liquid at the anchor site were noted. The physician confirmed that the infection was not device nor procedure related. Antibiotics were prescribed.

Event description:
It was reported that the patient had an infection and was confirmed to be methicillin resistant staphylococcus aureus (mrsa). Symptoms of ipg site pain, an opened wound, leaking, and draining serosanguineous liquid at the anchor site were noted. It was also reported that the patient was experiencing inadequate simulation. The physician confirmed that the infection was not device and procedure related. Antibiotics were prescribed. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.